Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to replace the dislodged internal magnet on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
This report is filed september 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment subsequent to undergoing an MRI scan (tesla unknown). It is unknown whether the clinician followed the manufacturer's instructions for use of MRI. Clinical management of the patient is ongoing. The implanted device remains.